Manufacturer narrative:
Contacted customer regarding the event date and the biomed said she doesn't know it happen, but she said that she call it in on (B)(6) 2016.

Event description:
The customer reported that the display is bank. The customer reported there was no patient involvement.